Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and found a drape clip missing. No accessories included. A functional evaluation found the device motor runs continuously and slender arm would not lock. It was noted during testing oil was found inside casing and bottom of motor. No overheating was noted. The piston migration was at 3.0 inches. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include a seal failure that can result in the loss of oil, which can lead to air getting into the hydraulic system and cause the device to take an extended period to pressurize, which can cause the battery to get warm. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the spider 2 tenet was overheating when it was moved. Surgery was completed with a back-up device instead. There was no surgical delay and no further complications were reported.